Event description:
Event description guidant received information that this patient was hospitalized for shortness of breath, at which time a ventricular lead fracture was found. The lead was explanted due to the fracture. The pacemaker, which was included in the failure mode 2 advisory, was also explanted and replaced at this procedure. There were no allegations against the pacemaker.